Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the hcp was told their clinic would like to page a manufacturer representative to interrogate the patient's system. It was stated the patient was in the medical facility due to frequent falls. The patient recently fell on (B)(6) 2018 and hit their head. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause of the frequent falling was due to the patient's parkinson's disease symptoms: freezing episodes, dystonia while ambulating, spasticity to feet, left hand contraction, pain, ataxia, and dyskinesia. Actions/interventions taken include deep brain stimulator adjustments, rehabilitation, medication changes, referred to orthopedists. The last known fall to them was on (B)(6) 2018. Resulting in ER visit. Diagnoses with elbow and knee sprains.